Manufacturer narrative:
The reagent lot number and the expiration date were not provided. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. While performing weekly maintenance, the customer found clear and sticky residue along the underside and on one side of the rear cell guard. The field service engineer (fse) inspected the module and found dripping from a cell rinse tubing with a mechanical check. He replaced this part and verified that the module was again performing according to specifications... The investigation determined that a component failure had caused the event.

Event description:
The initial reporter received questionable calcium and other assay results from seven patient samples tested on the cobas 8000 c702 module. The following are examples of discrepant calcium results: patient sample 1 the initial result was 1.99 mmol/l. The repeat result was 2.48 mmol/l. Patient sample 2 the initial result was 1.98 mmol/l. The repeat result was 2.77 mmol/l. The questionable results were noted retrospectively following a clinical review.